Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the customer that the patient complained that his heart rate doesn't increase with exercise. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.